Event description:
The distributor reported foreign matter inside the primary package of dressing. The device was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 1 of 2. E1: complainant street address: (B)(6). Complainant country: korea, republic of. Name of affiliation: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.